Manufacturer narrative:
(B)(4) does not and did not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomalies. Analysis of the catheter found no significant anomalies. The catheter was incomplete and returned in segments. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (1000.0 mcg/ml at 264.5 mcg/day) via an implanted pump. It was reported the patient came in for a scheduled clinic visit on (B)(6) 2017 with two small openings over the pump with purulent drainage which started the night before per husband. The clinical diagnosis was pump site wound infection. The incision openings are deep and the pump was visible. Laboratory testing was performed with the wound being cultured and later grew rare proteus mirabilis. The pump was weaned to prepare for explant. The entire system was explanted and not replaced on (B)(6) 2017. It was noted the device was returned to manufacture. It was indicated the event was related to the device or therapy and possibly related to the implant procedure. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study indicated the patient's baseline weight was (B)(6). No further information was received.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial#(B)(4), implanted: (B)(6) 2016-, product type: catheter.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain. It was reported by the patient's husband that the patient's pump system was removed due to an infection. It was stated that pus was coming out and the pump could be seen through the skin. The patient's husband reported that some parts of the pump/catheter/connector were left in the patient.